Event description:
Customer mentioned that since being on the insulin pump they have experienced low blood glucose readings of 32 mg/dl. Customer stated that they treated by drinking coke and their blood glucose readings increased to 70 mg/dl, however decreased to 45 mg/dl couple hours later. Customer declined troubleshooting and stated that since changing the basals they have been a little better. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.